Manufacturer narrative:
Device was not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
It was reported by the risk manager, that the numelock ii screw moved on the bone passing through the plate hole. The patient was revised in 2009.